Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.615.040, lot h305973-21: release to warehouse date: december 11, 2017. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the repair technician reported the device failed calibration. The cause of the issue is failed low. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d1, d4

Manufacturer narrative:
Reporter is a synthes employee. Part # 03.615.040, synthes lot # h305973-21, supplier lot # h305973-21, release to warehouse date: 11 dec 2017, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported the device failed calibration. The cause of the issue is failed low. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during evaluation the repair technicians found that this torque limiting nut driver was tested low. There was no patient involvement. This report is for one (1) 7.5mm torque limiting nut driver-2.5nm. This is report 1 of 1 for (B)(4).